Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the drive manifold assembly (0104-00-0031). After the replacement, it can be used normally only after the test meets the factory requirements.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine equipment inspection, the cs100 intra-aortic balloon pump (iabp) leakage was found in equipment valve group, which exceeded the factory requirements. There was no patient involvement.